Manufacturer narrative:
An event regarding a disassembly issue involving an accolade inserter was reported. The event was not confirmed. Device evaluation and results: device was returned in used condition. There are slight scratches and indentations consistent with in service use. The version tab is indented consistent with overload. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review : all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review : there has been one other event for the lot referenced. The damage observed on the inserter is consistent with contact against a hard object. As the device was returned damaged, a functional could not be performed to confirm event. The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device become available, this investigation will be reopened.

Event description:
When surgeon went to implant the stem, the inserter got stuck in the stem. They had to use a mallet to dislodge the impacter from the stem. They used a different stem inserter to re-insert the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When surgeon went to implant the stem, the inserter got stuck in the stem. They had to use a mallet to dislodge the impacter from the stem. They used a different stem inserter to re-insert the stem.